Event description:
A hospital in (B)(6) reported that they found a pinhole in the dryline of an rt380 breathing circuit during setup, before patient use.

Manufacturer narrative:
(B)(4). The rt380 adult dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the dryline from the complaint breathing circuit was returned to fisher & paykel healthcare (B)(4) and was visually inspected. Results: the visual inspection revealed a hole on the dryline, 20cm away from the connector. A lot check revealed one other complaint of this nature for this lot number. Conclusion: we were unable to determine what had caused the hole in the dryline. Every half hour a dryline from production is pressure tested, if it fails all production from that half hour period is set aside for further checking. The user instructions supplied with the rt380 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. Our monitoring and trending of events involving leaks in the dryline of adult breathing circuits has a rate of occurrence of (B)(4) devices per million sold worldwide in the last year to may 2012.